Event description:
It was reported that a right ventricular (rv) lead presented with a fractured outer conductor in follow up. Bipolar impedance was greater than 3000 ohms. Lead was extracted and replaced with new rv lead.